Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified since the event was not reproduced. However, a small crack has been confirmed in the video connector of the device. It is possible the cracks made the connection of the electrical contacts unstable, resulting in poor contact. The operation manual describes warnings and cautions when the scope is energized as follows: - "important information ¿ please read before use: warning: do not insert the video connector while the electrical contacts are wet and / or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and / or operator safety." - "important information ¿ please read before use: caution: turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report that during preparing for use, when the scope was plugged in, a b30 scope communication error was observed. No patient involvement or injury was reported. No additional information has been obtained.